Event description:
A customer reported that following an intraocular lens (iol) implant procedure, a pt is having problems with night vision and headlights. The lens was implanted a few years ago. Add'l info was requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis; the device remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The customer indicated the product is a lens. This is a clear hard lens. This model was manufactured until december of 2003. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. (B)(4).